Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.5x13mm lacrosse nse; guide wire: rinato; guide catheter: launcher ebu 3.5. Evaluation summary: the stent implant was returned for evaluation. The reported device damaged by another device (explanted) could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned stent implant, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and no product identification was available on the returned product. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.5x23mm xience prime stent implant was successfully deployed in the first diagonal branch on (B)(6) 2012. On (B)(6) 2014, the patient underwent a procedure to treat the distal left anterior descending (lad) artery. After crossing with a non-abbott guide wire, a non-abbott balloon dilatation catheter (bdc) was advanced to the lesion with resistance and inflated. During withdrawal of the non-abbott bdc, resistance was noted, and strong force was applied to remove the non-abbott bdc. Upon withdrawal of the non-abbott bdc, it was noted that the 2.5x23mm xience prime stent had become explanted and was on the bdc shaft. Reportedly, the bdc had gone through the struts of the stent implant. A 2.5x33mm xience xpedition stent was deployed to treat the first diagonal branch where the xience prime stent had been explanted from. The procedure was completed at that time as the lad had been sufficiently treated with the non-abbott bdc. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.